Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The risk review was not performed as this complaint was not any of the following: a reportable event in the emea-eea, or germany, or new/unanticipated failure type (as reported device code: 2090: no code available) or a new patient harm (as reported patient code: 9193: no code available). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient complained of bruising at their implant site and that their device shifted. The patient also noted that their device stopped working for months prior to october. The patient later underwent a pocket revision. The battery was placed deeper in the pocket and scar tissue was removed.